Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely the intermittent image occurred due to a faulty video connector socket. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the worn front socket caused lines and image interruption. A new front socket is required. In addition, the internal unit was extremely dusty and required extensive cleaning. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center was sensitive to touch and image interruptions. The device lost image when the scope was moved in a certain direction during procedure. The customer also reported lines were present on the screen. The intended procedure was completed by holding the camera in position to ensure image stayed on the screen. There was no delay in procedure, or additional treatment required. The device was inspected, however damage was not identified until camera was plugged in, therefore issue was not identified until procedure had started. There were no reports of patient harm.